Manufacturer narrative:
Product complaint # : (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during unknown veterinarian procedure, suture was used. During the procedure, the suture separated from the swage. There were no patient consequences.